Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were inaccurate. During troubleshooting with tandem technical support it was found that the customer incorrectly set up the pump time and date when they first began to use the pump. There was no reported impact to customer's blood glucose level.